Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). We received one used and empty easypump ii lt 100-50-s-EU/sa without package. The following investigations were conducted: visual inspection: as-received condition the white clamp and the patient connector (lla-cone) were opened at the used sample. After opening of the big top cap and removing of the closing cone we detected crystallized drug residues and medicine solution at the filling port (lli-cone) and at the patient connector was medicine solution detected. Furthermore, the received sample was taken to a visual inspection for damages refer to the test method for damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: if no other tolerance data are listed in the test directions, the following applies: no damage is allowed: a) endanger the patient. B) impede the use of the part as intended (e.g. The impairment of the function of a drop sensor). C) endanger assembly or function of the component. D) impair the appearance of the component. Actual: we detected no damages or other faults at the received sample. Functional inspection: afterwards the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume of 100 ml with nacl 0.9 %. Weight of the filled sample: 162,3 g. After starting the pump, the pump worked immediately (solution was running). Leakages were not detected at the received sample. Physical inspection: furthermore, the flow rate of the pump was tested. Nominal: 2 ml/h. Actual: 2,2 ml in 1 h; 4,8 ml in 2 h; 56,4 ml in 27 h. The decisive value to evaluate the flow rate will be measured approx. At the half of the pump running time. The flow rate of the pump is within the specification. Summary and assessment: based on the conducted investigations the tested sample is within the specification. Therefore, the complaint is considered as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "overinfusion" according to the cusomer: "finished with 9h in advance"